Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. There was no failure identified regarding the alleged unexpected shutdown issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent malfunction alarms occurred. Subsequently, it was reported that the pump shut down unexpectedly. Customer's blood glucose level was between 400-500 mg/dl. Customer reverted to manual injections for insulin therapy.